Event description:
A company representative reported that a patient underwent revision surgery approximately 1.5 years post-operatively to address a left-sided xia polyaxial screw fracture and a right-sided xia polyaxial screw migration. The patient reported experiencing mechanical low-back pain. This report is for the xia polyaxial screw that fractured.

Manufacturer narrative:
Corrected data; b5, b7.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient underwent revision surgery approximately 1.5 years post-operatively to address a left-sided xia polyaxial screw fracture and a right-sided xia polyaxial screw migration. The patient reported experiencing mechanical low-back pain. This report is for the xia polyaxial screw that fractured.

Event description:
A company representative reported that a patient underwent revision surgery to address a xia polyaxial screw fracture and a radius rod migration. This report is for the xia polyaxial screw.